Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the patient had an infection with abscess at the level of the stimulator as well as pain and purulent discharge. No diagnostics/troubleshooting were performed. The patient was hospitalized for a day on (B)(6) 2015, to explant the stimulator and electrode and the event resolved. The investigator assessed the event as not serious and linked to the stimulator and electrode and not linked to the procedure. Relevant medical history includes idiopathic functional urinary incontinence since 2011. If additional information is received, a follow-up report will be sent.